Manufacturer narrative:
(B)(4). The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: severe abdominal pain, adhesions, erosion, surgical removal, revision surgery. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6)2011: (B)(6)medical center. (B)(6), md. History and physical. History of coronary artery disease. Has had stent to the left anterior descending artery, stent x2 to the circumflex, history of hypertension, former smoker, none for 7 years. (B)(6)2011: (B)(6)medical center. (B)(6), md. Operative report. Procedures: left heart catheterization. Coronary arteriogram. Stent to the circumflex artery. Indication: active angina. Impression: successful stent to a mainstem circumflex, 90 to 0, drug eluting type, xience 3.5 x 18. Tiny obtuse marginal with side-branch occlusion associated with the stent, i.e., stent jail. Normal left anterior descending. 100% occluded right, left-to-right collaterals. Normal ventricle. (B)(6)2012: (B)(6) medical center. (B)(6), np. History and physical. Past surgical history: cardiac stent placements in 2010 and 2011. Surgery for bowel obstruction. Social history: stopped smoking 10 years ago, and had a 45 year pack history. Denies street drugs. Exam: abdomen: soft and nontender. No rebound tenderness. No masses or organomegaly palpable. Impression/plan: exacerbation of chronic obstructive pulmonary disease. (B)(6)12: (B)(6)medical center. (B)(6), md. Radiology-CT abdomen/pelvis dye. Indication: pain. There is a primarily fat-containing ventral hernia, which also appears to have a few mesenteric vessels associated with it. Some inflammatory stranding about this ventral hernia site. No bowel is contained within this hernia. Evaluation of the bowel demonstrates no evidence of obstruction or inflammatory changes. Left-greater-than-right-fat-containing inguinal hernia is noted. Impression: primarily fat-containing ventral hernia, with some inflammatory stranding about this site, may be the etiology of the patient¿s pain. Decreased attenuation involving the central aspect of the uterus likely the endometrial canal. Consider pelvic ultrasound and gynecology consultation for further evaluation of this postmenopausal patient. (B)(6)2012: (B)(6)medical center. (B)(6), md. Radiology-ultrasound-abdomen limited. Indication: abdominal pain. Impression: fatty infiltrated liver without mass. Central cyst right kidney. (B)(6)2012: (B)(6)medical center. (B)(6), md. Radiology-ultrasound pelvis non-obstetric. Indication: pain. Impression: abnormally thickened endometrium. Implant procedure: laparoscopic composite mesh repair. Implant: gore® dulamesh® plus biomaterial [1dlmcp03/10095022, 10 x 15 cm] implant date: (B)(6) 2013 ((B)(6)2013). ¿ 1/29/13: (B)(6)medical center. (B)(6), md. Operative report. Assistant: (B)(6), md. Anesthesia: [sic]. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Anesthesia: general tracheal. Summary of operative findings: marked anterior abdominal wall adhesions from previous surgeries otherwise unremarkable laparoscopic appearance of the abdomen. There was a 2.5 cm hernia defect in the superior portion of the previous midline incision with incarcerated omental fat. Operative summary: ¿after satisfactory general endotracheal anesthesia, the abdomen was prepped and draped in a sterile fashion. 5 ml [sic] visiport was used to enter the left mid abdomen and a 15 mmhg carbon dioxide pneumoperitoneum was established without event. A second 5 mm and a 11 mm port were both placed under direct vision. The endoscopic shears were used to sharply lyse the adhesions of the small bowel from the anterior abdominal wall, taking care to avoid any type of seromuscular bowel injury. Hemostasis was achieved with electrocautery and once the entire abdominal wall was then cleared, the fascial defect was measured. The 10 x 15 cm gore composite mesh was prepared by suturing stay sutures superiorly and laterally and placing a mesh in the abdominal cavity. The mesh was appropriately oriented and the stay sutures were grasped with the endoclose device, through skin puncture wounds and sutured transfascially. The sorbafix endoscopic tacking device was used to secure the remaining portions of the mesh in a double crown technique. Satisfactory position and fixation with the mesh was achieved. Satisfactory hemostasis was apparent and prior to removal of the trocars, bilateral on-q pain pump catheters were place intramuscularly under direct vision without event. The catheters were primed with 10 cc of 0.25% marcaine with epinephrine on each side. The 10 mm trocar was removed and the fascial defect was closed with a 0 vicryl suture with the endoclose device. The pneumoperitoneum was evacuated. The 5 mm trocars were removed. The skin was closed with interrupted 4-0 monocryl in a subcu fashion. Dermabond adhesive was applied the skin. Final sponge and needle counts were correct. The patient tolerated the procedure well and transferred in good condition.¿ (B)(6)2013: (B)(6) medical center. Implant/explant log. Implant sticker. Ventral hernia repair. Qty: 1. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 10095022. W.l. Gore & associates. The records confirm a gore® dulamesh® plus biomaterial (1dlmcp03/10095022) was implanted during the procedure. Relevant medical information: (B)(6)2013: (B)(6)medical center. (B)(6), rn. Nurse notes. Weight 145 lb 1 oz. Asa 3. (B)(6)2018: obgyn consultants; (B)(6) medical center. (B)(6), md. History and physical. Postmenopausal bleeding, pelvic pain. Spotting greater than 6 months followed by large amount of bleeding beginning(B)(6); also complains of lower abdominal pain. Weight: 148.8 lbs, bmi 29.1. Past medical history: aneurysm; colonoscopy 6 polyps removed 2013; gastroesophageal reflux disease; ventral hernia mesh placed. Exam: abdomen: bowel sounds normal. No masses, tenderness or costovertebral angle tenderness and soft and non-distended. Impression/plan: postmenopausal bleeding; endometrial biopsy, hysterectomy. Also needs evaluation of previously done ventral hernia repair and I will request operative reports to localize ventral hernia and mesh. Endometrium thickened. (B)(6)2018: (B)(6)medical center. (B)(6), md. Operative report. Preoperative diagnosis: postmenopausal bleeding. Postoperative diagnosis: postmenopausal bleeding. Procedure: multiport robotic total hysterectomy with bilateral salpingo-oophorectomy and cystoscopy. Findings: 1) normal bladder trigone, increased trabeculations and bilateral ureteral flows were clearly seen. 2) uterus about 10 weeks size. 3) dense adhesions at the anterior abdominal wall from below the umbilicus to all the way to the mid epigastric region. Complications: none. Procedure: as mentioned and adhesiolysis. Estimated blood loss: minimal. Anesthesia: dr.(B)(6)generalized endotracheal anesthesia. I¿s and o¿s [intakes and outputs]: please see anesthesia record. Pathology: cervix, bilateral tubes, ovaries, and uterus. Procedure in detail: description of the procedure: ¿informed consent was obtained. The patient was explained about the risks and complications, risks of long-term complications like fistula, long-term complications and repeat surgery were discussed with the patient. She was explained about her history of adhesions and explained about complications in relation to adhesiolysis and also explained about the importance of bladder evaluation, ureter evaluation post-surgery. She was also explained about abdominal approach in severe endometriosis. She was explained about routine complications of hysterectomy as mentioned in the preop physical. After these procedures were discussed, she was taken to the operating room. She was examined under anesthesia and found to have approximately 12 week mobile uterus and fullness in the adnexa on the right side. She was then placed in the dorsal lithotomy position, prepped and draped in the normal sterile fashion. A speculum was placed in the vagina. Anterior lip of the cervix was grasped with a single-tooth tenaculum. A fornisee manipulator was slowly placed. The v-cusp of the fornisee manipulator was well applied to the cervix and the manipulator was slowly advanced into the uterus to manipulate the uterus. The cusp was well applied around the cervix. Speculum was removed from the vagina. Attention was turned to the patient¿s abdomen where da vinci robotic measurements were performed. Initially, umbilicus was identified, and approximately 10 cm lateral on both the sides in the left and right midclavicular planes, markings were performed. Similarly, the fourth marking was preformed superomedial to the left port in the left palmar point approximately 3 to 4 cm below the subcostal margin. After these 4 ports were marked, 0.5% marcaine was injected into the above-mentioned ports. Abdominal wall was tented and at the left palmar point as an initial entry using trocar and sleeve along with the laparoscope. The trocar and the laparoscope was guided into the abdominal cavity. Intraabdominal placement was confirmed by the laparoscope and the sleeve was left behind. Trocar was removed. Pneumoperitoneum was obtained with 4 l of co2 gas and intraabdominal placement was confirmed. Survey of the patient¿s pelvis was performed. The 2nd port was placed a few cms lateral to the umbilicus and the 3rd and 4th ports on the left and right lateral abdomen at previously marked sites approximately 10 cms lateral to abdomen ere [sic] then placed under direct visualization with careful entry into the abdomen. The umbilicus port was not placed secondary due to dense adhesions and the presence of a dense hernia with dense bowel adhesions at the umbilicus. A decision was made to place this port away from the umbilicus and away from the dense adhesions inside the abdomen. An area approximately 3 cm lateral to the umbilicus to the left abdomen was identified and a hypodermic needle was passed to confirm the location for safe passage of a port. Then careful entry of the port was done at approximately 3 cm lateral to the umbilicus. Survey of the patient¿s pelvis and abdomen showed findings mentioned above. At this point, robotic surgery was initiated and da vinci robot was docked. Rest of the surgery was performed at the console. Bipolar vessel sealing device and monopolar scissors were used. Initially dense adhesions of the omentum were seen on the anterior abdominal wall which were gently separated without any complications. The dense adhesions on the left pelvic wall were separated with the vessel sealer as a manipulator in devise and using monopolar scissors without using the current. At this point, the dissection was continued for hysterectomy. Initially, the round ligament on the right side was identified, and with the help of a vessel sealing device, the round ligaments were clamped and transected. The round ligaments were completely transected on the right side and the dissection was further continued, and the anterior lip of the broad ligament along the side of the uterus to the midline in the lower uterine segment. The pelvic adhesions to the sidewall on the right side were gently separated with monopolar and this was continued all the way to the lower uterine segment. At this point, the ip ligament on the right side was subsequently clamped and transected, and the dissection was continued along the posterior side of the broad ligament on the right side as well until the lower uterine segment was reached. Subsequently, similar procedure was performed on the left side as well with the round ligament dissected initially, cauterized and cut and continued along the anterior part of the broad and then the ip ligament on the left side was subsequently clamped and transected, and the dissection was continued along the posterior side of the broad ligament on the left side as well until the lower uterine segment was reached. As the dissection was continued anteriorly and posteriorly along the broad ligament up to the lower uterine segment on the left side ¿ adhesions were encountered on the left side which was separated again as mentioned above with a monopolar and then subsequently with the vessel sealing. Finally, the dissection was continued anterior and posterior along the broad ligament all the way up to the lower uterine segment bilaterally. The uterine arteries were skeletonized on both the sides and double cauterized and cut with a vessel sealing device. Good hemostasis was seen and no bleeding was noticed. The bladder flap was gently created. Bladder was filled up with a 300 cc of fluid and back filling of the bladder was done to demarcate the dissection at the lower end of the uterus and the cervix. At this point, the bladder flap was gently created, and the bladder was dissected off the lower uterine segment and cervix with sharp dissection. Good hemostasis was seen. No bleeding was noted. Again the bladder was backfilled and integrity was examined which was normal. At this point, the cardinal ligament complex was clamped on both the sides and the uterine artery which was skeletonized previously was cut. Cardinal ligaments were then cauterized and cut on both sides. Good hemostasis was seen. Adhesions of the bladder wall were separated and with gentle dissection and the cusp of the fornisee manipulator was clearly visualized anteriorly on the right lateral aspect. The left lateral aspect adhesions were gently separated with a gentle monopolar and sharp dissection. Minimal bleeding was encountered which was controlled with bipolar and monopolar. On the posterior vaginal cuff, the adhesions were thick, especially on the left uterosacral ligaments. This thick were sharply dissected with monopolar and gently pushed down with the monopolar scissors, and the adhesions were separated from the posterior part of the cusp of the fornisee manipulator. At this point, all the adhesions were removed along the cusp of the fornisee manipulator, and the cusp was clearly visualized anteriorly, posteriorly, and laterally. Dissection was initially continued anteriorly, and the circumferential transection was performed initially anteriorly and then left laterally and subsequently the right lateral and posteriorly. This was performed without any complications. Good hemostasis was seen. Cervix was completely amputated along all the way and specimens including cervix and uterus was removed from the vaginal opening. No bleeding was seen at this point, irrigation was performed, and good hemostasis was seen. V-loc suture was used and the vaginal cuff was completely closed from the left lateral aspect to the right lateral aspect. Double layered closure of vaginal cuff was performed. Interceed was placed after. Bilateral ureter were clearly seen during surgery with good peristalsis. At this point, all instruments were removed. Irrigation was performed and interceed was placed prior to removing the instruments. Cystoscopy was performed and bladder was filled with approximately 250 cc. 70 degree scope and 360 degree visualization was used and bladder was seen. Bladder dome and trigone was seen and was normal, as the bladder was filled and laparoscope was used through the abdomen and integrity of the bladder dome was documented from superiorly by laparoscope and inferiorly through the cystoscope. Normal dome of the bladder, normal trigone and bilateral ureteral flow were seen and also no evidence of interstitial cystitis and/or any other abnormal findings noticed. After this the bladder was deflated and another 100 cc, and ureters were clearly seen peristalsing bilaterally and ureteral flow from the both the ureteral orifice was clearly documented on both the sides and including the left side and the right side. At this point, all the instruments were removed and foley catheter was replaced. Attention was then turned back to the abdomen where da vinci robot was undocked, and further surgery was performed at the patient¿s bedside. Rests of the port were closed. The instruments were removed, after the robotic surgery was docked. The left palmar point incision was closed with a carter-thomason needle under visualization and rest of the ports were closed with 4-0 monocryl and dermabond. The patient tolerated the procedure well. Sponge, lap, and needle counts were correct x2. She was taken to the recovery in stable condition.¿ (B)(6)2019: (B)(6)medical center. (B)(6), md. Operative report. Pre-operative diagnosis: ventral incisional hernia. Post-operative diagnosis: ventral incisional hernia. Recurrent ventral hernia just lateral to prior mesh placement. Procedure(s) performed: robotic assisted surgery. Laparoscopic recurrent ventral hernia repair ¿ primary. Assisted by: (B)(6), pa pa [sic]. Anesthesiologist: dr. (B)(6). Anesthesia type: general anesthesia. Indications for procedure: 73-year-old female with history of ischemic bowel status post exploratory laparotomy with resection. Developed ventral incisional hernia which had been repaired in an open fashion by another surgeon in the past. Developed recurrent ventral hernia with bulging and discomfort chronically. Complications: none. Estimated blood loss: none. Intake and output: see anesthesia record. Procedure: procedure verification: procedure briefing was performed before incision/puncture/insertion including the time out. Procedure description and findings: procedure: ¿the patient was taken to operating room and the site of the surgery was verified the patient was placed supine with arms tucked at the sides. After obtaining adequate anesthesia, the patient¿s abdomen was prepped and draped in standard sterile fashion. The patient was slightly rotated to the left aid with optimal placement of trocars and the robot. At palmer¿s point in the left upper quadrant a veress needle was inserted and abdomen insufflated with co2 gas. Next, approximately 20 cm lateral to the umbilicus in the mid axillary line incision was made and a bariatric length 8 mm trocar inserted. Next the da vince laparoscope was inserted and diagnostic laparoscopy was performed. And noted no sites of injury to the internal structures. There was a large aforementioned midline ventral hernia with a large tongue of incarcerated omentum. There did not appear to be bowel associated with the hernia itself but there were loops of intestines adherent to the incarcerated omentum. Next, sites were chosen for 2 additional ports each port site was anesthetized locally and incisions made to accommodate an 8 mm da vinci trocar. Next the robot arms were brought in and docked and targeting performed by the surgical assistant. Utilizing a fenestrated bipolar grasper and endoscopic shears, the omentum and hernia sac was dissected free sequentially and the contents returned to the peritoneal cavity. The fat pad surrounding the orifice of the hernia defect was cleared. A 2-0 v lock suture was used to close the hernia primarily. Mesh placement was not indicated due to the overall small size of the hernia defect. After ensuring adequate hemostasis using electrocautery, the trocars were removed and the pneumoperitoneum evacuated. The trocar incisions were closed using 4-0 monocryl by the surgical assistant. Dry sterile dressings were applied to all sites. The patient tolerated the procedure well was taken to the post anesthesia care unit in stable condition.¿ specimens: none. Verification of instruments/sharps/sponge count: all counts correct. Debriefing conducted: yes. Disposition plan after pacu: home. (B)(6)2019: (B)(6)medical center. (B)(6)do. History and physical. History of ischemic bowel with exploratory laparotomy that led to development of ventral incision hernia that was repaired many years ago. Recently developed recurrent hernia for which underwent robotic repair (B)(6)2019. Presented with acute onset of bright red blood per rectum. Did not have any abdominal pains. Social history: occasional smoker. Exam: obese. Abdomen: obese, soft, tender to lower mid abdomen with light palpation. There is voluntary guarding. Impression: acute onset lower gastrointestinal bleed. Etiology is unclear. Plan: admitted to intensive care unit. Consult dr. (B)(6). Consult gastroenterology. (B)(6)2019: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvis with contrast. Indication: gastrointestinal bleeding. Impression: no acute abnormalities. Mild bibasilar atelectasis. Fatty infiltration within the liver. Small cysts in each kidney. Subtle calcification in the right adrenal gland which is nonspecific but may be related to prior adrenal hemorrhage or infarct. Diverticulosis. Normal appendix. Small fat containing left inguinal hernia. (B)(6)2019: (B)(6) medical center. (B)(6), md. Operative report. Procedure: colonoscopy. Indication: patient with hematochezia and prior history of colon polyps. Last colonoscopy 5 years ago. Impression: diverticulosis, the most likely cause for her rectal bleeding. Cecal polyp. Rule out adenoma. Explant procedure: [ni]. Explant date: [ni]. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ¿ (B)(6) 2018: (B)(6) medical center. (B)(6). Nurse notes. Weight 149 lb. Asa 3. ¿ (B)(6) 2019: (B)(6) medical center. (B)(6) md. Consultation. Consulted for patient with gi bleeding and dr. (B)(6) consulted me to evaluate. Presented to emergency room with complaints of bright red blood per rectum 4 to 5 times yesterday. She was found hypotensive and transferred to the mountview regional medical center. Underwent hernia surgery by dr. (B)(6) recently. Has received blood transfusion 2 units so far. Currently, she did not have any bleeding since last night. History of colon polyps, ischemic bowel in past. Currently on aspirin. Minimal lower abdominal discomfort. Exam: abdomen soft, nontender, nondistended. Bowel sounds normal. No organomegaly detected. Impression: recurrent hematochezia need to rule out ischemic colitis or diverticular bleed. Plan: colonoscopy tomorrow after bowel preparation. ¿ (B)(6) 2019: (B)(6) medical center. (B)(6) md. Discharge summary. Final diagnosis: colonoscopy with dr. (B)(6) who removed a polyp, found diverticulosis but no diverticulitis. History of ischemic bowel and had surgery in past and as stated developed a ventral incisional hernia that was repaired many years ago. Again, recently developed recurrent hernia and had robotic surgery with dr. Stammp on (B)(6) 2019, who came to see patient. Exam: abdomen slightly obese and soft. Positive bowel sounds. No tenderness to deep palpation. Discharge medication include aspirin. Patient is discharged home. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.